Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, post paced t wave over sensing was discovered on the ventricular lead. Patient was asymptomatic. Programming changes were made. Patient was stable post programming changes.